Event description:
On 12/16/80 an ipp device was implanted. On 6/4/85 the cylinders were revised. On 9/18/85 the connectors were revised. On 10/21/87 the device was removed from the pt, reason not indicated.